Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 72 mg/dl at the time of incident. Customer also reported to have experienced high blood glucose readings and treated with manual injection. Customer stated that the insulin pump had a stuck button alarm and during the stuck button troubleshooting customer stated that he was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.